Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was not returned to the manufacturer for evaluation. The investigation is therefore inconclusive due to no sample return. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80164 pta balloon dilatation catheter allegedly experienced deflation problem and material rupture. This information was received from one source. One patient was involved with no patient consequences. Age, weight, and gender were no provided.